Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt reported they had a MRI yesterday where the neurostimulator (ins) was turned off and then back on after imaging was finished. Pt stated their therapy had not been working since. Pt commented it looks like it working on the screen but when they go to beef up the power like a,b <(>&<)> c they can run it all the way up to 10 and feel nothing. Pt said they had a-1 up to 10.2 without feeling anything which should have them jumping out of the chair. Pss had pt ensure stimulation was on with stim on button. Pt said they are always set on group a and they only use the increase/decrease arrows to change intensity. Pt indicated when they pressed the program sub-group button on the home screen to open the program to adjust therapy parameter settings nothing happened. Pt said this option was never able available. Pss walked pt thorough switching between groups. B-1 set at 10.2 (started feeling stim in legs but not back); c-1 10.6 (started feeling stim in down legs/knees). Pt stated they could normally feel stimulation all over even if they coughed it was like electrocuting themselves. Pss understood pt was referring to sudden stimulation sensation with adaptive stim.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that it was not working on a. The patient met with a rep who fixed the issue.